Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing high blood glucose readings of 400 mg/dl and has treated with a bolus. Customer stated that they were unsure if it was bad insulin or bad connection. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Air bubbles were visible in the tubing. Customer's blood glucose readings by the end of the call were 335 mg/dl. No further information reported.